Manufacturer narrative:
Medtronic investigation of returned suspect mvs interface (umbilical) cable finds that: cable failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 1 and 2. Passed visual inspection. The reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and found that the umbilical cable had a broken pin causing the low frame rate error/standalone mode. Replaced the umbilical and verified system functions as intended. The damaged umbilical has been returned to the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system door could not be opened to remove it from around the patient. The system was rebooted several times, until the issue resolved and the door was opened. Although the door was opened, the system still displayed standalone mode. The use of medtronic imaging was discontinued because of this issue. The procedure was completed successfully after a delay of less than one hour. The patient was not impacted. No additional details were provided.